Manufacturer narrative:
Beginning 05/31/2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 10/28/1994 and was last repaired on 04/11/2011 for a non-related issue. Evaluation of the device observed that all width plates were worn and discolored. The bottom corners of the slots on the back of the 1" and 2" width plates were galled, indicating evidence of over-tightening of the width plate screws. The power supply had no visible issues. Initially, the electric dermatome was severely erratic dermatome no longer operated after being power cycled. Prior to repair, the device was outside calibration specification at the 0.0200" thickness setting on the right side. In post-repair of the electric dermatome, exterior discoloration and corrosion of the motor casing was observed causing the motor to operate for approximately 10 seconds before operation ceased. The cause is likely the user not maintaining the device per preventative maintenance and improper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome gouged the patient. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.